Manufacturer narrative:
The hill-rom tech found that the foot hi-lo will raise but the head hi-lo lagged behind. The CPR function was intermittently lowering the head section and the head up function was operating intermittently. The tech replaced the hydraulic manifold to resolve the issues.

Event description:
The hill-rom technician found the bed in the bed shop with a note stating the bed does not raise properly when the button is pressed (only the foot end of the bed rises) and the CPR function does not lower the head section.